Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of its exhaled tidal volume (vte) levels being low was confirmed. Ventec replaced the exhalation control module (ecm) to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the ecm.

Event description:
It was reported that the device needed service. Upon evaluation of the device, ventec observed that the device's exhaled tidal volume (vte) levels were low. There were no reports of patient use associated with the reported issue.